Event description:
During corail stem implantation, device has been attached to implant. When the implantation finished, the device was not possible to detach from stem easily. Surgeon tried it by hands with power, but later they had to use forceps to have stronger lever. During this action, the screwed end has been broken and left in implant. Removing this small part of thread was impossible even the surgeon tried to do it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.